Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during an unknown procedure the ultra aggressive plus 4.0mm 5pk had metallic debris. No patient consequence was reported, however there was a 5 minutes surgical delay. No additional information was provided. Additional information provided by the affiliate reported 15 blades were involved in this complaint and the event occurred when the shaver was turned on at the beginning of a knee arthroscopic surgery. There were no known user or patient impacts due to the metallic shavings and the case was completed with a new blade. The reporter also stated the fragments were easily removed by washing the joint and additional surgical intervention is not required

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an unknown procedure the ultra aggressive plus 4.0mm 5pk had metallic debris. The complaint devices were received and evaluated. Visual observations confirm that the ultra aggressive blade plus devices were received in its original packaging and sealed, therefore the sterilization is not compromised. Only slight damages were observed in the boxes than can be attributed during handling or transportation. In addition, two packages were opened to ensure our inspection and metallic debris were not observed inside the boxes or in the blades. We cannot confirm this complaint or discern a root cause for the user to have experienced this issue. The possible root cause for the reported failure can be attributed to interaction between two devices that cannot rotate freely. However; this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances were identified.